Manufacturer narrative:
(B)(4)

Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happened prior to use on a patient. No patient involvement reported.

Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happened prior to use on a patient. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.